Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted in the patient during a laparoscopic hysterectomy, bilateral salpingectomy, uterosacral suspension, and rectocele repair performed on (B)(6) 2024, for the treatment of female stress urinary incontinence, adenomyosis, and rectocele. Following implantation of the device, the patient experienced complications related to the implant, including permanent and ongoing groin pain, myofascial pelvic pain, perineal and pelvic pain, and dyspareunia. These implant-related complications resulted in physical, psychological, and economic harm. The patient required ongoing medical care to address these complications associated with the implanted transobturator sling. As an intervention for these conditions, a partial sling mesh removal with cystoscopy was performed on (B)(6) 2025.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of march 26, 2024, was chosen as a best estimate based on the date of the mesh was implanted. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2330 - captures the reportable event of ongoing groin pain, myofascial pelvic pain, perineal and pelvic pain. E1405 - captures the reportable event of dyspareunia. E0206 - captures the reportable event of psychological harm. The following imdrf impact code captures the reportable events of: f1905 - captures the reportable event of mesh revision.